Event description:
This report is based on information provided by the philips remote service engineer (rse), the site biomedical engineer, and has been investigated by the philips complaint handling team. Philips received a complaint on the heartstart xl+ defibrillator indicating that the therapy delivery test failed. The biomedical engineer worked with the rse and it was determined that the device needed a replacement therapy printed circuit assembly (pca). The customer was informed that service could no longer be completed on the unit as the device had reached end of life (eol). Philips has made the decision to discontinue the heartstart xl+ monitor/defibrillator, which has reached the end of its product life cycle. The last date of shipment for the heartstart xl+ was october, 2017. The end of life (eol) is scheduled globally to end (B)(6) 2022, where the end of support (eos) period will then begin. No further evaluation is warranted at this time. Based on the information available and the testing conducted, the cause of the reported problem was due to a defective therapy pca. The root cause of which could not be determined. The reported problem was confirmed by the biomedical engineer. Based on the information available and results of additional analysis, no further action is necessary at this time. The customer was made aware of the end of life terms and the device remains at the customer site. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.